Manufacturer narrative:
Additional information: section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When advancing the pre-loaded dib00 model intraocular lens (iol) into the patient's eye, when it was about 2mm from the tip, the lens/plunger came out of a crack in the side of the cartridge, damaging the cartridge tip. When asked extent of patient contact, both "cartridge tip had patient contact" and "lens inserted and removed during same procedure" were given as answers. There was no incision enlargement, no sutures, no vitrectomy, and the same procedure was completed successfully using a backup lens, dib00 19.5 diopter iol - sn: (B)(6), that was implanted in the patient¿s ocular dexter (right eye). There was an approximate ten (10) minute delay. Patient prognosis post-procedure was reported as good. No further information is available.